Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Intraocular lens (iol) returned in two segments inside the lens case. Both segments are adhered to each other with solution. Solution is dried on the iol. Both haptics are intact. The optic is torn/split-cut dividing the iol in two and scratched/marked-rejectable. Due to the quality of the video, video review cannot be performed. We are unable to determine the root cause for the reported complaint "cracked optic upon implantation". The observed damage is consistent with lens having been explanted. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported a cracked optic upon implantation. According to the additional information received, the lens was removed in a secondary procedure. There was no patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
The lens unfolded within seconds. The haptics did not stick to the optic. The lens was loaded and implanted within less than a minute.